Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a total app failure was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.